Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated.

Event description:
It was reported that after the removal of the protective sheath from the 3.5x38mm xience xpedition stent delivery system (sds) the stent was noted to dislodged off the balloon. A new device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.